Manufacturer narrative:
(B)(4). The degree of bruising may be a result of her underlying autoimmune disease and associated medications. Bruising is essentially resolved to date. The device history records for the reported radiesse lot was reviewed. All required testing specs for the lot were met prior to release, there were no abnormalities noted.

Event description:
Pt treatment consisted of nlf and cheek augmentation. A .2 - .3 cc boluses was placed in each cheek. The right nlf started to swell so pressure was applied assuming normal swelling. Within 48 hours pt reported increased swelling and redness to the right nlf and keflex was initiated. Pt went to the ER and received IV antibiotics. That evening pt developed a migraine headache with severe vomiting. She has a history of intense vomiting and vessels in her face rupture. The following day the reddened areas became purple and eventually a blackish discoloration that spread to her entire upper lip. The affected areas were not painful, weeping or warm to touch. Dr (B)(6) was concerned about a possible vascular injury but the progression was so slow, she never experienced pain nor did her skin slough or necrose. Over the course of 12 days the purpuric-type bruising completely resolved.